Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a gastric sleeve was found that the patient had a perforated esophagus. The sail of the device was being extended when injury happened. It was not discovered until post operatory. To prevent a permanent impairment of a function the patient had to have the esophagus repaired. There was tissue damage. There was an extended patient hospitalization. The status of the patient is alive.